Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, multiple occlusion alarms occurred. The customer's blood glucose was 170-210mg/dl. Reportedly, the customer changed the pump supplies and continued to use the pump for insulin therapy.